Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: we received two instruments. Investigation: investigation was carried out visually. There were damaged packaging blisters. Additionally, we detected a "twisted" instrument in one of the sterile packages. Batch history review: the device quality and manufacturing history records have been checked for the lot number and found to be according to specifications valid at the time of production. No similar incidents have been filed with products from these batches. Conclusion and root cause: the root cause of the problem is most probably related to an improper transport or storage of the product. Rationale: according to the quality standards and DHR files, a material defect and production error can be excluded. Investigations lead to the assumption that the damaged packaging blisters were caused by an improper transport or storage of the product. There is the possibility that the damage has been caused due to a fall/drop.

Event description:
It was reported that 2 of the products received were no longer sterile due to protrusion of the device through the packaging. The issue was found outside of surgery and did not involve patient contact. This report addresses 1 of 2 products. Associated medwatches: 9610612-2018-00593.